Event description:
The pump was explanted prematurely, approximately 34 months after implant. The hcp reported that the pt had experienced feeling "sicl, lethargic, increased pain" for 2-3 days after refills for the past 6-9 months. The medication was analyzed, a catheter study was performed; studies were negative. The pump was replaced with another delivery pump.